Manufacturer narrative:
After further review of additional information received. The device has been returned for evaluation, but the manufacture report is not yet available. Additional information is pending and will be sent in upon 30 days after receipt.

Manufacturer narrative:
Additional information is pending and will be sent in upon 30 days after receipt.

Event description:
As reported, a portion of an unknown avanti catheter sheath introducer (csi) was left inside the patient. After a successful pulmonary vein isolation (pvi) ablation, a suture was placed on the femoral arteries. When the avanti was pulled out, they noticed that a small part of it was missing and looked like 2cm below the side port was torn. An x-ray with fluoro was done, and the missing part was found inside the atrium. The user planned to snare it; however, after placing a 10f unknown long sheath, it had moved to the pulmonary artery. They made several attempts to retrieve the detached portion, but they opted to transfer the patient to surgery. The product was stored, handled and prepped per the instructions for use (IFU). There was no difficulty experienced in prepping the device. There were no anomalies noted prior to inserting into the patient. There was no damage noticed to the device prior to opening the package. There was no difficulty removing the device from the sterile packaging. The device was not used for a chronic total occlusion (cto). The patient was released from the hospital after additional surgery to remove a part of the sheath. There are no procedural images available. The device will not be returned for evaluation.

Manufacturer narrative:
After further review of additional information received the following sections d1,d4 g3, g6, h2,h3 and h6 have been updated accordingly. As reported, a portion of an unknown avanti catheter sheath introducer (csi) was left inside a patient. After a successful pulmonary vein isolation (pvi) ablation, a suture was placed on the femoral arteries. When the avanti was pulled out, they noticed that a small part of it was missing and looked like 2cm below the side port was torn. An x-ray with fluoro was performed, and the missing part was found inside the atrium. The physician planned to snare it; however, after placing a 10f unknown long sheath, it had moved to the pulmonary artery. They made several attempts to retrieve the detached portion, but they opted to transfer the patient to surgery. The product was stored, handled and prepped per the instructions for use (IFU). There was no difficulty experienced in prepping the device. There were no anomalies noted prior to inserting into the patient. There was no damage noticed to the device prior to opening the package. There was no difficulty removing the device from the sterile packaging. The device was not used for a chronic total occlusion (cto). The patient was released from the hospital after additional surgery to remove a part of the sheath. There are no procedural images available. The device was returned for analysis. One non-sterile avanti unit was received coiled inside a plastic bag. Per visual analysis, a separated condition was noted approximately at 6.8 cm from the hub on the unit. No other anomalies were observed. Per microscopic analysis, a sem analysis was performed and results showed the separated area of the cannula of the avanti unit presented evidence of elongations. The elongations found on the cannula material are commonly associated with separations caused by material tensile overload. Therefore, it is assumed that the cannula material was induced to a tensile force that exceeded the cannula material yield strength prior to the separation. No other anomalies were observed during sem analysis. No lot number was provided; therefore, a product history record (phr) review could not be generated. The reported ¿catheter sheath introducer (csi) ¿ separated - in patient¿ was confirmed since a separated condition was noted on the cannula during visual analysis. The exact cause of the reported event could not be conclusively determined. Procedural factors, such as operator technique, or vessel characteristics, although unknown, may have contributed to the reported event. Users are instructed to examine packages and devices prior to use for any damages. According to the IFU, which is not intended as a mitigation of risk, ¿note: hold the sheath in place when inserting, positioning, or removing the catheter. The suture collar may be used as a temporary suture site. Remove the sheath when clinically indicated by placing compression on the vessel above the puncture site, and slowly withdraw the csi. Discard the sheath appropriately. Important: upon removing any csi, aspirate via the sideport extension to collect any fibrin that may have been deposited within or at the tip of the sheath.¿ the product analysis available does not suggest a design or manufacturing related cause for the reported event. Since a lot number was not provided, it is difficult to draw a clinical conclusion between the device and the event based on the information available. Without a lot number a phr could not be completed. The information available does not suggest a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken at this time. Brand name<img src="https://cardinalhealth.pilgrimasp.com/prod/smartsolve/pages/images/empty.gif" class="required-indicator requiredicon-attached" style="color: rgb(68, 68, 68); background-color: rgb(255, 255, 255); width: 10px; border-width: 0px; border-style: initial; border-color: initial;">(d1), catalog number (d4) has been updated as the catalog number is unknown;